Event description:
Customer initially reported that she was at the emergency room due to high blood glucose level and having problems with bent cannula. Her blood glucose level at time of admission was 590 mg/dl. Trouble shooting for high blood glucose levels was performed. During trouble shooting customer stated that events that lead to the emergency room visit was a bent cannula and customer was also in a car accident were she was the driver. Customer stated that she had administered 20 units of insulin and her blood glucose level still went up to 590 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.